Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that they saw their doctor who felt that they needed ¿increase in stimulation.¿ they changed battery and spoke to the manufacturer representative who increased stimulation. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said the ins is not working as well as it used to. They noted that some days are fine, but they also run to the bathroom every 2 hours like they use to before implant. Caller also noted that they keep stimulation around 1.5v. The call center asked and the caller noted that they sometimes have to use the blue buttons on their patient programmer (pp) because "it won't let [them] use the plus button (increase stimulation)". The call center reviewed the potential that the patient was turning the ins off or the ins was turning itself off (this information was not confirmed during the call). The call center also reviewed pp button use best practices and how to check stimulation on/off. The call center offered to review pp with the patient over the phone, but they declined. Other information that was provided during the call was "intermittent issue that appears to be related to possible stimulation off" issue. No further patient complications have been reported as a result of this event.